Manufacturer narrative:
No sample has been returned for evaluation for the report of debris in eye; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported that a small piece of debris was seen in the back of the eye during a pars plana vitrectomy. The reporter informed that "there was nothing else other than basic salt solution injected into the eye during the case". Additional information has been requested for this case. No updates have been received at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a small piece of debris was seen in the back of the eye during a pars plana vitrectomy . The reporter informed that "there was nothing else other than basic salt solution injected into the eye during the case." Additional information has been requested for this case. No updates have been received at this time.